Manufacturer narrative:
Result : potentiometer required recalibration.

Event description:
It was reported by service report that the bed won't lower all the way. No patient involvement or adverse consequences are reported.